Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned. Additional information obtained from the field which indicated that this lead exhibited chronically high thresholds and low sensing. The physician felt that this was due to fibrosis on the lead tip as it was very old. No additional adverse patient effects were reported.